Event description:
Journal reference: phillips et al. "Imaging appearance of intrathecal catheter tip granulomas: report of three cases and review of the literature." Am j roentgenol 2007; 189(6): 1524. Three patients who received a spinal catheter for intrathecal administration of opioids underwent surgery for removal of an inflammatory mass at the intrathecal catheter tip. Reportable event: a woman with failed back syndrome had placement of an intrathecal morphine pump in 2005 for pain control. A myelogram showed abnormal pooling of contrast material immediately proximal to the catheter tip. In 2006, the patient noticed difficulty in controlling her legs. She was admitted to the hospital a month later with a 0 of 5 motor strength score in the lower extremities, decreased rectal tone, and lack of bladder control. Contrast-enhance MRI showed a lesion ventral to the spinal cord. During intradural exploration, the distal aspect of the intrathecal catheter was found to course along the periphery of the lesion. The catheter was identified and dissected out of the mass. All bacterial and fungal cultures were negative. Pt was discharged to a rehab facility and remained paraplegic requiring chronic indwelling bladder catheterization due to lack of bladder control and assistance with bowel regimen. She also developed stage 1-2 decubitus ulcers.

Manufacturer narrative:
.